Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion sets needle issues on (B)(6) 2026. The adhesive patch and cannula housing detached from spring prior to insertion. The patient replaced the infusion set, and resumed insulin deliveries successfully. No further information available.